Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019 information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms as it was not controlling their bowels. They stated that the control had been coming and going (¿sometimes it was good and sometimes it was bad¿). Using the programmer, it was determined that the stimulation was off. The therapy was then turned back on and the patient felt the stimulation in the correct bike seat area. They were going to monitor their symptoms now that it was turned back on. They were also redirected to their healthcare professional (hcp) for the issue but it was noted they had no managing hcp (they were sent physician listings). There were no further complications reported or anticipated.